Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, difficulty was encountered while removing the esheath+. Upon withdrawal, the distal tip was found to be barely attached, with approximately 1mm of material remaining connected and nearly detached.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner fully expanded. Distal tip opened, but radially torn. All score lines visible at intended locations at the distal tip. Imagery was provided from the site and revealed the following: distal tip torn. A review of the DHR, complaint history and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed, based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by manufacturing process variation leading to hdpe damage. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. Additionally, a torn tip can catch on access vasculature during sheath removal leading to retrieval difficulties and possibly separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An investigation has been opened to determine the root cause and implement any necessary corrective actions.